Event description:
Provider states: first off I just want to say that I have never seem this happen. But we have a customer with a 9805p serial# (B)(4) and the boom collapsed. Just like snapped in half also the base is all twisted and torqued. The dealer is saying the patient weighs (B)(6) patient was not injured. According to the pictures the swivel bar doesn't appear to be invacare's product. Sold to patient on (B)(6) 2013.